Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the pressure wire x, wireless broke and separated inside the vessel. It was retracted with a snare and a guideline and the procedure was completed with no adverse patient consequences.